Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, at 80% deployment, a transthoracic echocardiogram (tte) revealed mild paravalvular leak (pvl. The valve was released and appeared to move superior. A tte revealed moderate pvl. A balloon aortic valvuloplasty (bav) was performed with no change in pvl. The left ventricular outflow tract (lvot) was reported to be slightly larger so a 29 mm valve was implanted 5-6 mm below the bottom of the first valve. The pvl reduced to trace. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. A root cause could not be established from the information available. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, most likely was due to the valve dislodgement which ended up in a suboptimal position. Also, anatomy/sizing may play a role as the left ventricular outflow tract (lvot) was reported to be slightly larger and a valve larger on size (29 mm) was then implanted. However, a conclusive cause could not be determined from the limited information available. Per the device instructions for use (IFU), the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. Failure to implant a device within the sizing matrix could lead to adverse effects. It was reported that 29 mm valve was implanted 5-6 mm below the bottom of the first valve reduc ing the pvl to trace. A trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.